Manufacturer narrative:
Product event summary: the returned device did not detect any performance issues, but the calculated longevity result of 83% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Also, performance data collected from the device was received and analyzed. Time of elective replacement indicator (eri) in save to disk on (B)(4)-2012 device eri less than equal to 2.62 volt. Weekly battery voltage trend data shows min battery equal to 2.64 to 2.62 volts between (B)(4)-2012. Three low battery voltage alerts (B)(4)-2012.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator early and the physician noticed an unexpected fast battery voltage drop at the end of life.. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Analysis is pending.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.